Event description:
The rptr stated that the product was implanted during a surgical procedure for exploration and debridement of the right hand. The product that was implanted was taken from the hospital's inventory. The product was ordered by the hospital on (B)(6) 2008.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.